Event description:
This is report 2 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment and cause of peritonitis was not reported. Two days later, the patient was discharged from the hospital. The patient recovered from the event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. Same patient as, (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potential associated lot numbers h12j11037, h12l13070, h12j30078, h13a08048, h13a24011, and h13a28038. No issues noted during the manufacturing process. If additional relevant information becomes available, a follow up report will be submitted.